Event description:
Stryker reprocessed ligasure malfunctioned during procedure, as when the ligasure was plugged into the bovie, it did not engage/activate. A new ligasure was opened on to the surgical field. FDA safety report ID# (B)(4).